Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During evaluation of the device, the reported issue was not reproduced. A review of the event history log revealed found multiple "upstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified as the issue cannot be confirmed based solely on the event history log; he error can result from typical use of the device. No causality was identified. As the device functioned as intended, no corrective action was required. Should additional relevant information become available, a supplemental report will be submitted.